Event description:
Customer's family member called lfs on 01/2002 alleging that the fasttake meter was inaccurate and patient was seen in ER. Customer stated that prior to the incident their fasttake meter stopped powering on, eventhough new batteries were inserted. Per facility, the meter was "inaccurate erratic". Patient does not remember how long it was not powering on. On 01/2002, patient took their normal set amount of insulin and then went to bed. Patient started to moan and groan in their sleep. Family member tried to wake pt up but pt was not responding (per facility, pt was unconscious). Family member called 911 and paramedics came to treat patient. Patient does not know if they tested them on their meter or if they gave patient anything. After 30 minutes, patient was taken to the ER. Pt was released 4 hours later. Patient does not recall if they tested their blood sugar. They gave patient "some kind of juices to drink" and sent pt home. Replacement meter was sent.